Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the failure indicator light of the device was on, was confirmed. It was found that the device displayed an error code : 200 due to ID board failure. The defective ID board was replaced and then device was tested and found to be working according to specifications. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 08/27/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during a demonstration on (B)(6) 2020, it was observed that the failure indicator light on the generator device was on. During in-house engineering evaluation, it was determined that the device displayed an error code : 200 due to ID board failure. There was no procedure nor patient involved. There were no adverse patient consequences reported. No additional information was provided.